Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that zoom function did not work due to a failed printed circuit board. Additionally, there was corrosion which is the likely cause for the reported failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head zoom is faulty and there was a problem with the angle of view. The event occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.